Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information healthcare provider (hcp) via a device manufacturer representative indicated that the patient's pain control had gradually been decreases over the last month. The cause of the catheter kink was reported to be unknown. No further complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 27-jun-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (20 mg/ml at 4 mg/day and 2 mg/day) via an implantable infusion pump. It was reported that beginning at an unreported date the patient experienced a decrease in pain control. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. A computed tomography scan was performed and confirmed a kinked catheter. The hcp opened up the incision in the patients back and unkinked the catheter. The surgery resolved the issue and the patient is reported to be alive with no injury. No further complications have been reported as a result of this event.